Event description:
It was reported that during implant attempt of the lead, the helix wouldn't retract and was over retracted. The lead was not used. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned, analyzed, and results showed that the distal conductor was distorted. It was also noted that there was blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism, and the lead was damaged at implant. The analyst noted that the lead does not appear to be implanted. The lead does not have set screw marks. The helix cannot extend and retract due to distal conductor distortion within the connector.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned, analyzed, and results showed that the distal conductor had fractured. It was also noted that there was blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism, and the lead was damaged at implant. The analyst noted that the lead does not appear to be implanted. The lead does not have set screw marks. The helix cannot extend and retract due to distal conductor distortion within the connector.